Event description:
The meter does not power on. Patient experienced symptoms, which consisted of feeling sweaty. Patient treated themselves with food and or drank a beverage. Patient called md for advice. Customer service checked the batteries and made sure they were correctly installed and meter still did not have any power. Patient was unable to wait for a new meter, so customer service did a field exchange with a local pharmacy in the area.